Manufacturer narrative:
The product was not returned for evaluation. A photo was provided of the lens in the eye. There appears to be a scrape mark and/or possible material on the lens (right side). It was indicated the area could not be removed, which may point to damage. A determination cannot be made from the provided photo. The associated cartridge and viscoelastic are qualified. The handpiece used with the cartridge was not provided. A root cause for the reported event could not be determined. The lens was not returned for evaluation. A determination cannot be made without physical evaluation of the sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Iol and cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon noticed debris and 3 small cracks on the posterior side of the implanted iol. He tried to remove the debris, but could not get it off. He removed the lens from the eye and implanted another lens which also had debris on it; yet, he was able to remove the debris and the second lens remains implanted. There was no harm to the patient. This report is for the first lens that was inserted and finally removed.